Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing low blood glucose level 52 mg/dl which was treated by food. Customer alleged that insulin pump over delivering. Customer was using insulin pump within 48 hours of reported event. Customer ran self test which was passed. It was unknown if insulin pump was on auto mode. Customer did all possible troubleshooting for low blood glucose level. Device will not be returned for analysis.